Event description:
It was reported that insulin pump received many scratches on display screen. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Pump received with cracked battery tube threads, reservoir tube lip, belt clip slot, and lcd window scratched / worn. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).